Event description:
It was reported that the patient experienced a leaking infusion site and used a meal announcement as a correction, and the patient received troubleshooting and education on correct meal announcement protocol. Symptoms included no reported alerts or alarms and no reported adverse clinical effects. Outcomes included no reported impact on daily activities and no hospitalization. Investigation included customer care troubleshooting and user education on appropriate device use. Investigation of this case revealed misuse related to therapy management, with correction dosing attempted via meal announcement rather than appropriate correction methods; device performance otherwise showed no alert or alarm activity. It was concluded, based on previously established findings for similar reports, that user error was the likely cause.